Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf head; product ID r2290 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that it powered up to an error. The xy board was replaced and the stylus calibrated. Concomitant products: product ID 2067l radio frequency programmer head; product ID r2290 software analyzer. (B)(4).

Event description:
It was reported by the company representative that the programmer displayed an error message when powered on. It was also reportedupon power up of the programmer, received a system test failure. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported by the company representative that the programmer displayed an error message when powered on. It was also reported upon power up of the programmer, received a system test failure. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.